Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is elitech. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: instrument sedi 40 00120 was returned to the manufacturer for service with respect to the reported defect ¿ broken cover. The instrument was evaluated by visual examination and functional testing and a dowel pin was found to be missing from the tube cover, the cover itself was damaged, and the fan was found to be noisy. The cover was replaced along with the dowel pin and a new fan was inserted. No further defects were observed after repair as all product specifications were met. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd sedi-40, the device experienced hardware / software malfunction for esr instrument. The following information was provided by the initial reporter. The customer stated: broken cover of sedi40.